Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath there was excess material stuck on the dilator tip. There was some loose plastic, appearing to be the same color as the dilator material, stuck to the side of the dilator tip. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, functional testing of the sheath identified that the steering mechanism of the sheath was stuck and would not deflect the sheath. Based on all the available information, the cause of the reported dilator tip damage was likely due to a quality control deficiency in the supplier's manufacturing process. Boston scientific issued a supplier corrective action request (scar) to the supplier to determine the specific root cause of the damaged dilator tip and take corrective action(s), if warranted. The steering failure was traced to component failure as a gasket became stuck which prevented the steering from working.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath there was excess material stuck on the dilator tip. There was some loose plastic, appearing to be the same color as the dilator material, stuck to the side of the dilator tip. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, functional testing of the sheath identified that the steering mechanism of the sheath was stuck and would not deflect the sheath. Based on all the available information, the cause of the reported dilator tip damage was likely due to a manufacturing issue due to the extra adhesive seen inside the sheath.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath there was excess material stuck on the dilator tip. There was some loose plastic, appearing to be the same color as the dilator material, stuck to the side of the dilator tip. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.